Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated the device and replaced the exhalation filter. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator alarmed and would not work. The patient was transferred to another ventilator. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The device was not evaluated by the manufacturer.